Event description:
The rptr stated that he did back to back bg tests, within 10 mins, using different finger sticks. He reported that the results were 120 and 194 mg/dl. He stated that he did not have any symptoms. During trobleshooting it was determined that the meter code was 11 and the strip code was 9. The rptr did not have control solution available for testing.